Event description:
Healthcare professional reported right side "possible rupture, deep folds likely a double capsule, and capsular contracture baker grade 2 against a 410 implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. Double capsule: unable to observe since it is not related to the device. Crease folding of implant: observed. Anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side "possible rupture, deep folds likely a double capsule, and capsular contracture baker grade 2 against a 410 implant". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "possible rupture, deep folds likely a double capsule, and capsular contracture baker grade 2 against a 410 implant". Device has been explanted.

Event description:
Healthcare professional reported, right side "possible rupture. Deep folds likely, a double capsule. And capsular contracture, baker grade 2 against a 410 implant". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.